Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that during use the needle was clogged and would not draw solution with a 1 ml bd slip tip syringe with attached needle. The following information was provided by the initial reporter: it was reported that the patient tried to draw solution with two different needles and was not able to. However, when she switched to a third needle she could. This reported incidence came from a customer complaint record with the company shire.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8329535, medical device expiration date: 2023-11-30, device manufacture date: 2018-11-25; medical device lot #: 9070752, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-11." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle was clogged and would not draw solution with a 1 ml bd slip tip syringe with attached needle. The following information was provided by the initial reporter: it was reported that the patient tried to draw solution with two different needles and was not able to. However, when she switched to a third needle she could. This reported incidence came from a customer complaint record with the company (B)(4).